Event description:
Procedure type: lap chole. Reportedly, upon inserting the device into the mini step, a small plastic piece broke off and fell into the patient's cavity. This occurred with both autosuture and ethicon clip appliers. The piece was removed and procedure continued as normal. Surgical time was delayed approximately 10 minutes with both clip appliers (ethicon/uss). No patient injury reported.